Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle removal the sutures were not attached to the anterior needles, only one green and one white tip were attached to the posterior needles. A second prostar xl was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.